Manufacturer narrative:
(B)(4). Batch # p5579a. Photographic analysis: one picture was received. Picture provided shows the mayo table with a piece of tissue in a container, and the proximal part of the anvil with a gst60w cartridge reload loaded on the device. The device appears to be closed and with the knife indicator in its home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Based on the photo alone the event describe cannot be confirmed. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60w cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open pancreaticoduodenectomy procedure, the device clamped onto the pancreas, but did not cut or staple. No staples were deployed. It had stalled. The reverse button was not used and the manual over-ride was ratcheted only once. The device was removed from the patient along with the specimen. Buttressing was used and the tissue was approximately 5mm thick after about 15 minutes¿ post compression. There were no patient consequences reported.